Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. (B)(4).

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is october 1, 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is october 1, 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple insulin flow blocked alarms. The patient's blood glucose was 425 mg/dl at the time of incident, which he treated via manual insulin injection. Troubleshooting was not completed for the high blood glucose or insulin flow blocked alarms. It is unknown if the auto mode feature was active and automatically delivering insulin at the time of event. The insulin pump was not returned for analysis.